Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents from this lot. The reported patient effect of occlusion is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the under expansion of the stent caused the reported wall apposition and subsequent occlusion. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number -(B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x28 mm xience alpine stent was implanted in the mid left anterior descending coronary artery. The stent was under-expanded and the diagonal coronary artery side branch was severely pinched with decreased timi flow. A guide wire was advanced to the stent in the diagonal artery and additional post dilatation was performed with a 1.0 mm diameter balloon dilatation catheter (bdc), followed by a 2.0 mm bdc. Kissing balloon technique was performed at 6 atmospheres. The condition resolved. No additional information was provided.